Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and the possibility of an interaction between the device and the patient's bilevel positive airway pressure(bipap) machine was discussed. When the patient was brought into the office for evaluation, the out of range shock impedance measurements were not able to be reproduced and no noise was seen on the lead. Subsequently no x-ray was taken and no further testing was performed. The physician has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that another alert was issued by the remote home monitoring system for high out of range shock impedance measurements. Electromagnetic interference (emi) is still thought to be the cause of the out of range measurements.

Manufacturer narrative:
--